Manufacturer narrative:
Investigation conclusion: the customer's complaint of discrepant results with tni was not replicated with in-house retain testing of triage sob lot t14761n with an in-house calibrator. No issues with tni recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Triage sob tni discrepant low vs lab hstni patient information: male, 79 years 11 months, symptomatic patient diagnosis: 3-vessel chd, n-stemi. Treatment: 3 stents (3rd stent planned). Sample type: edta whole blood (used for both tests).